Manufacturer narrative:
Information suggests these products remain in-service. Should additional information become available this event will be updated.

Manufacturer narrative:
It was later reported that these high shock impedances were still present. Resolution has been requested from the field representative who reported that the physician will continue to monitor this issue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high shock impedances on this right ventricular lead. There was concern that the latitude alert had not posted sooner. After further investigation the patient had just received his communicator and activated within the past week. The patient was to be further evaluated by the physician. No adverse patient effects were reported.